Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corners, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and none of the buttons were responding. The customer's blood glucose level was 10.8 mmol/l. The insulin pump was neither bumped nor dropped and the buttons were not pressed for longer than three minutes. Nothing further was reported.